Manufacturer narrative:
Section a1 - patient identifier complete entry see section b5. All available patient information was included. Additional patient details are not available. An abbott customer service representative (csr) reviewed instrument logs due to the customer reporting falsely decreased alinity c total bilirubin results on the alinity c processing module, serial number (B)(6). The csr was unable to identify a single definitive cause for the decreased results but did observe aspiration issues and recommended a precision run be performed. The precision run results passed. No parts were replaced or adjusted on the analyzer. The alinity c processing module, serial number (B)(6), was considered the likely cause of the issue. No additional discrepant result issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified. This incident was previously reported under MFR report #3016438761-2023-00243. However, due to delays in receiving the acknowledgements, an error occurred in our system which resulted in the inability to provide further reports under that MFR report #(3016438761-2023-00243). This new MFR report # (3016438761-2023-00258-00) is being submitted to include all information regarding this incident. Any further information will be documented under this MFR report #(3016438761-2023-00258-00).

Event description:
The customer observed falsely decreased alinity c total bilirubin results for several patients. The following data was provided (customer¿s normal range is 0.2-1.0 mg/dl): sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.15 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.19 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.27 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.29 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.28 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.22 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.25 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.23 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.27 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.27 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.28 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.28 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.24 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.20 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.29 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.28 mg/dl. There was no impact to patient management reported.